Event description:
A customer reported her adc glucose meter had a fast-draining battery. As a result of this issue, the customer reported that on (B)(6) 2012 in the morning she "got up from bed, was sweating, and collapsed on the floor." The customer reported she experienced a loss of consciousness, and "did not remember what happened afterwards". Paramedics were called and administered oral glucose to the customer. She was transported to a health care facility where she was diagnosed with hypoglycemia, and treated with oral glucose and glucose "by injection". No self-treatment was reported. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown. The meter's serial number and date of manufacture will be verified once product is received back and follow-up report will be submitted if additional information is available. (B)(4).